Event description:
It was reported that intermittent malfunction alarms occurred. The customer¿s blood glucose level was 200 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.